Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2006, patient was pre-operatively diagnosed with degenerative disc disease and bulging at the l4-5, l5-s1 level with incapacitating back and radicular leg pain and underwent the following procedures: decompressive lumbar laminectomy and foraminotomy at l4, l5 and s1 level using a right iliac bone graft and bone morphogenic protein fusion for the lateral mass fusion, bilateral at the l4,l5 and s1 level. Per operative-notes,¿ the bmp lateral mass fusion was placed from the l4 ,l5 and s1 level.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.